Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have broken blade at the mid-section of the blade. A piece approximately 11mm long was found to be broken off, confirming that a fragment detached from the instrument. The broken piece of the blade was not returned. Components adjacent to this broken blade do not show damage. Due to the primary failure the instrument failed the generator self-test (energy recognition) during in-house testing. Self-test failed consistently on multiple attempts. The generator displayed an error message indicating replace instrument. Common causes of the failure mode broken instrument blades are attributed to use conditions. Broken blades result from damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.